Event description:
It was reported that the intra-aortic balloon pump (iabp) was on patient and alarmed for helium leak. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip has been returned to teleflex chelmsford for investigation. The reported complaint of iabp helium loss alarms is not able to be confirmed. The pump has been serviced by a teleflex field service engineer, and the reported issue could not be duplicated. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: the field service engineer (fse) serviced the iabp and ran the iabp for 1 hour, performed helium leak/battery load test but could not duplicate symptom. No problems could be detected and the iabp checked "ok".

Manufacturer narrative:
(B)(4). Other remarks: the field service engineer (fse) serviced the iabp and ran the iabp for 1 hour, performed helium leak/battery load test but could not duplicate symptom. No problems could be detected and the iabp checked "ok".

Event description:
It was reported that the intra-aortic balloon pump (iabp) was on patient and alarmed for helium leak. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.